Event description:
It was reported that a home patient (hp) experienced air in the patient line on the homechoice device, during initial drain. The hp was connected at the time of the event. During troubleshooting, there was nothing unusual noted that could have caused or contributed to the event. The technical service representative (tsr) reviewed proper procedures with the care giver, the tsr advised the care giver to start therapy over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Upon conclusion of the investigation, the cause of the reported event was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.